Event description:
It was reported that the unspecified bd precisionglide¿ needle clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "I just asked my brother who insists on using this needle, and he confirmed the same complaints (clogged needle), it happened few times, but it happened."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd precisionglide¿ needle clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "I just asked my brother who insists on using this needle, and he confirmed the same complaints (clogged needle), it happened few times, but it happened."